Event description:
The target lesion was mid and distal lad (B)(4). It was unknown if the lesion was a de novo or not, but the lesion was flexed, ostium, slightly calcified and moderately tortuous. There was 99% stenosis. Pre-dilatation was conducted with a balloon (lacrosse 1.5mm) at 6 atms, but the balloon ruptured. Then, the firestar (1.5/10mm: complaint product) was delivered, but the balloon ruptured at 5 atmospheres and the contrast medium leakage was observed under angiogram. Therefore, a different balloon (ryujin 1.5mm) was delivered and pre-dilation was satisfactorily conducted at 12 atmospheres. The inflation time for all balloons was unknown. Bms (mini vision) was implanted from (B)(4) and the procedure was safely finished. There was no patient injury reported. The product was clinically used and will not be returned for analysis because of the patient's infectious disease. Physician's comment: had difficulty for delivering the balloons due to the angle for gw insertion. There might be a focal calcification at the target lesion, but the details were unknown. Sales rep's comment: confirmed the slit leakage on the balloon after the procedure, but the product was discarded by the hospital due to the patient's infectious disease (B)(6).

Manufacturer narrative:
No kinks or other damages were noticed prior to inserting the products into the patient. The devices were prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was unknown, but usually is 1:1. In (B)(6), usually they use indeflator, and the same indeflator was used successfully. No resistance/friction was experienced while inserting the balloons through the rotating hemostatic valve or while inserting the balloons through the guide catheter. There was difficulty advancing the balloons catheter through the vessel due to the angle of the vessel. There was no difficulty crossing the lesion, but there was to reach the lesion. The catheter was never in an acute bend. The balloon deflated normally. No further information was available. Additional information will be submitted within 30 days of receipt.